Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The event date was updated to "(B)(6) 2020" to "(B)(6) 2020" based on information obtained.

Manufacturer narrative:
No image or video clip for the reported event was submitted for review. A review of the device logs for the cadiere forceps instrument (part# 470049 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the cadiere forceps instrument was last used on (B)(6) 2020 via system serial# (B)(4). There were 6 uses remaining after this last usage. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.64" was found to be broken off the yaw pulley. The broken piece was not returned. Root cause of this failure is attributed to mishandling/misuse. This complaint is being reported because the instrument broke and a fragment fall inside the patient and was retrieved during the same procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument grips broke during use and fell inside the patient. The fragment was retrieved during the same procedure. The site reported using another cadiere forceps instrument to continue the procedure. The procedure was completed with no reported injury. On 04-dec-2020, intuitive surgical inc. (Isi) contacted the customer who reported that they had no additional information to provide regarding this event.